Event description:
It was reportedthat during the stomach tube formation procedure, 1 of 4 staple lines had staple lines had staple malformed at 1st firing. Another device was used to complete the case. There were no adverse consequence to the patient.